Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. The insulin pump was received without the original belt clip. There was no moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, s battery tube threads, reservoir tube lip, and reservoir tube.

Event description:
It was reported that the insulin pump had an unresponsive keypad during an infusion set change attempt. The blood glucose reading was 140 mg/dl. The customer stated that she wears the insulin pump in her bra. She stated that she went to the menu and could not reach the reservoir setup screen. She noted that when she took the battery out and reinserted it, a low reservoir alarm occurred. She was unable to prime due to the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.